Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired scissored clips on the 3rd or 4th firing. It is unknown how the procedure was completed. There was no patient consequence. No additional information was available.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed seven clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4).